Event description:
It was reported that 5 weeks post-operation, base of tongue procedure, the pt felt blood running down throat while brushing teeth. Pt returned to the dr who found nothing wrong and sent pt home. When pt got home pt got sick to the stomach and passed out. Pt was taken to the hosp where the lesions from the "bot" were cauterized.